Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the past 3 weeks they had not been able to get connected to their ptm (personal therapy manager). The patient stated that they were in the hospital for a couple days and when they came home the issue started. The patient confirmed their hospital stay was not related to their infusion system devices or therapy. The patient stated that they had tried charging both the communicator and the handset, but they would not power on. Per the patient, the green light was on when the communicator was plugged in, but it would not turn on after pushing button for 5 seconds. A replacement communicator was requested from the repair department. No patient harm reported. The patient also reported that the handset would not turn on, but they were going to charge it and see if it turned on and call back for additional troubleshooting if not. The patient called back the next day stating that the handset was plugged in all night, and it was still not showing any charge. The agent transferred the patient to hcit (healthcare information technology). Hcit requested a replacement handset from the repair department for the patient. No patient injury reported. Additional information from healthcare information technology (hcit) representative via the patient reported that diagnostics/troubleshooting performed was the following: had patient press power button - no lights> had patient press + hold power button for 3s - no lights>had patient plug into charger - solid green light> agent informed patient that indicated it was connected to power and was fully charged> explained to patient that right now there was not handset for tm90 to communicate to >advised that they only replace handset for now> advised calling back if communicator did not work and they would replace. It was unknown if the issue resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 12-jul-2022, UDI#: (B)(4), h3. Analysis of the communicator found tm 90 micro usb interface is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.